Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The piston rod does not rewind during the cartridge change. Piston rod blocked and didn't make a noise. Customer removed the battery and inserted the battery. Battery type was selected and pump started correctly and piston rod rewinds. Afterwards priming can be started. This problem happened twice. The pump didn't show any error message. Pump requested for investigation. No adverse event alleged.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.